Event description:
It was reported that the patient presented with fever. The patient was diagnosed with bacterial endocarditis infection. The patient received IV antibiotics and the system was removed and replaced after the infection cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6); 310c31 tissue valve 2013 (B)(6). (B)(4).